Manufacturer narrative:
(B)(4). S/w version 4.11j. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the battery tube case found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, scratched lcd window, cracked case, cracked battery tube thread, stained keypad overlay, pillowing keypad overlay, cracked battery tube case, cracked retainer ring, missing serial number label. Cosmetic damage was confirmed at the battery tube case.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The customer will continue to use the device.